Event description:
A non-healthcare professional reported that during an intraocular lens (iol) implant procedure, noticed haptic was straight. There was no patient contact. Additional information has been received that event happened during pre-loading. The surgery completed on same day.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is:(B)(4).